Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and documentation of the returned device. A titan otr, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces showed them to be rough and irregular, indicating stress was exerted. A partial crease was noted in the inlet tube near the reservoir strain relief. Testing revealed this to not be a site of leakage. Abrasion was noted surrounding the partial crease and inlet tube. A group of partial separations were noted on the inlet tube of the reservoir, indicating contact with unshod instrumentation. Testing revealed these to not be a site of leakage. No functional abnormalities were noted with the pump or either cylinder. Based on quality's examination, quality concluded that while in-vivo one of the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the inlet tube at the site noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - crack in tubing above pump.